Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of 200 ohms, increased pacing thresholds, and the patient was experiencing stimulation in their left pectoral at high outputs due to a suspected lead insulation breach. The field representative reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) to eliminate the pocket stimulation and adjusted outputs appropriately. The crt-d was at elective replacement indicator (eri) and they planned to revise the lead during device replacement. The crt-d system remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2131. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of 200 ohms, increased pacing thresholds, and the patient was experiencing stimulation in their left pectoral at high outputs due to a suspected lead insulation breach. The field representative reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) to eliminate the pocket stimulation and adjusted outputs appropriately. The crt-d was at elective replacement indicator (eri) and they planned to revise the lead during device replacement. The crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of 200 ohms, increased pacing thresholds, and the patient was experiencing stimulation in their left pectoral at high outputs due to a suspected lead insulation breach. The field representative reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) to eliminate the pocket stimulation and adjusted outputs appropriately. The crt-d was at elective replacement indicator (eri) and they planned to revise the lead during device replacement. The crt-d system remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.